Event description:
It was reported that the cartridge was leaking from the o-ring. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Tandem customer technical support educated customer on proper air removal procedure. Customer loaded a new cartridge to address the issues. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.